Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that while at school, the patient was not feeling well, appeared pale, had a headache and was not speaking clearly. The patient's blood glucose (bg) levels rose to 35.9 mmol/l (646.2 mg/dl) when the patient was picked up from school. The lg noticed the pod was leaking and the cannula did not insert into the infusion site (abdomen). The pod was worn for between 5 and 24 hours. The lg called the diabetes specialist nurse (dsn) and was advised to apply a new pod. The lg administered 2 units of insulin via injection. A few hours later. The patient was taken to the hospital for a regularly scheduled diabetic appointment. The nurse removed the new pod and administered an additional 2 units of insulin. The nurse applied a new pod on the patient's leg. The patient went home after 3 hours.